Event description:
Staff identified that keys advertised through amazon were able to unlock alaris pca (patient-controlled analgesia) pumps. Writer was able to purchase keys and validate that keys purchased through amazon are able to unlock alaris pca pump module. This creates both a diversion and patient safety risk by potentially allowing unintended access to controlled substances.